Event description:
It was reported during the procedure, the guidewire could not pass through the syringe. It was reported there is a slight bend to the spring wire guide caused by the syringe. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure, the guidewire could not pass through the syringe. It was reported there is a slight bend to the spring wire guide caused by the syringe. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with various components including a guide wire assembly, a 3-lumen catheter, an arrow raulerson syringe (ars) and an introducer needle for evaluation. The guide wire was observed to have a small kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection of the returned catheter and insertion components (ars and needle) revealed no obvious defects or anomalies. The kink in the guide wire was located 37mm from the distal tip. The overall length of the guide wire measured 455 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the returned kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal tip. The returned guide wire and insertion components met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.